Manufacturer narrative:
(B)(4). MFR (3004753838-2024-292993) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). This MDR was previously submitted on 11/08/2024 mfg # 3004753838-2024-292993. The ack2 was received on 11/08/2024 by cdrh with core ID: ci1731096022756.10476602@fdsahl86ceb41e_te1. As per the esg/cdrh email dated 11/20/2024, we were informed that "due to the outage last tuesday, it seems that the core ids provided were not received properly. Please resubmit them and let us know if there are any issues. If so, please provide us with a list of the core ids still experiencing issues, and we will investigate further. Below are the affected core ids that should be resubmitted." On december 31, 2024, cdrh confirmed that we can proceed with resubmitting these mdrs, and they will still be considered timely submissions. Cdrh stated, "yes, you may proceed with resubmitting these submissions with those additional notes for the h11 field."

Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.